Manufacturer narrative:
The local area field representative was contacted for additional information. The patient was chemically cardioverted out of af and the conditional shock zone was increased from 170 beats per minute (bpm) to 200 bpm. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks. There was a concern the first shock put the patient into atrial fibrillation (af). The subsequent shocks were delivered for atrial fibrillation (af) with rapid ventricular response near the rate cut-off. No adverse patient effects were reported.